Event description:
While treating a patient (age & gender unknown) the device displayed a "defib fault 80" message. The "defib fault 80" message was observed once and the clinicians were able to continue therapy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the reported malfunction was not duplicated.